Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer septal occluder was chosen for implant to close an atrial septal defect (asd) using a 12f amplatzer trevisio intravascular delivery system. On transesophageal echocardiography, the asd was measured to be between 27-29mm. Balloon sizing with stop-flow was performed, and the asd was measured at 30mm. The 30mm aso was prepared per instructions for use (IFU). The device was resheathed two times during the procedure as it fell through the asd into the left atrium on deployment, at which time there was interaction between the device and the eustachian valve. After the last resheath, the shape of both discs were rounded, and the device did not return to the expected form. There was no angulation or kink noticed in the delivery system. The device was removed from the patient, and the decision was made to replace the device with a 32mm amplatzer septal occluder, which was successfully implanted using the same delivery sheath. There were no adverse patient effects reported. The patient status was reported as stable.

Manufacturer narrative:
An event of difficult to fold, unfold or collapse associated with device deformation did not confirm via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.